Event description:
The user facility reported that during a patient procedure their endogator tubing was leaking water. The procedure was completed successfully following a short delay using a different tubing. No report of injury.

Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. Upon evaluation, no abnormalities were noted with the function or operation of the device, and a cause of the reported event could not be determined. No additional issues have been reported.